Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4)2010).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0earq, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported the lead was removed due to pain and malfunction. The patient had recovered without permanent impairment.

Event description:
It was reported the patient¿s device was explanted due to not working for the patient. All four electrodes broke off during the procedure and remained in the body. The lead break was just above electrode three. The patient did not have greater than fifty percent symptom reduction. The patient was doing fine.